Event description:
An issue was reported regarding the inability to charge the pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through resetting the pump, including confirming the charge, entering storage mode, and ensuring the date and time were correct on the pump.